Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 3000 ohms. Further review found that there had been one other out of range measurement of greater than 2000 ohms one year earlier. Otherwise the pacing impedance measurement had been stable around 600 ohms. It was also noted that the patient had noise in the past due to electromagnetic interference (emi). Boston scientific technical services (ts) advised the clinician to have the patient present for follow up. The field representative attempted to obtain further information from the clinic without success. At this time evidence suggests the pacemaker and rv lead remain in service and no adverse patient effects were reported.